Manufacturer narrative:
The check of the DHR of the lot # involved (lot #2015ar0er) did not show any anomalies on the (B)(4) pieces manufactured with this lot#. This is the first and only complaint received on this lot #. We will submit a final MDR once our investigation is concluded.

Event description:
Intra-op issue occurred on (B)(6) 2016 involving a stem positioner (model: #9045.03.300; lot: #2015ar0er). The surgeon used the stem positioner to implant a master sl stem. After the impaction, the surgeon had difficulties in removing the positioner from the stem because of the interference of the great trochanter. No reported consequences for the patient. Event occurred in (B)(6).